Manufacturer narrative:
Bayer case number: (B)(4) deteriorated health [general physical health deterioration] , various pathologies and illnesses following the placement of essure micro-implants [illness] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 27-jan-2026. The most recent information was received on 03-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of general physical health deterioration ("deteriorated health") in a female patient who had essure inserted (lot no. 761430) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced general physical health deterioration (seriousness criterion medically important) and illness ("various pathologies and illnesses following the placement of essure micro-implants"). At the time of the report, the general physical health deterioration had not resolved. The outcome of illness was unknown. The reporter considered general physical health deterioration and illness to be related to essure administration. Batch number- 761430; manufacture date- 31-jul-2010; expiration date- 31-jul-2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-feb-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) deteriorated health [general physical health deterioration] various pathologies and illnesses following the placement of essure micro-implants [illness]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) and (B)(4)) on 27-jan-2026. The most recent information was received on 03-feb-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of general physical health deterioration ("deteriorated health") in a female patient who had essure inserted (lot no. 761430) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced general physical health deterioration (seriousness criterion medically important) and illness ("various pathologies and illnesses following the placement of essure micro-implants"). At the time of the report, the general physical health deterioration had not resolved. The outcome of illness was unknown. The reporter considered general physical health deterioration and illness to be related to essure administration. Batch number- 761430; manufacture date- 31-jul-2010; expiration date- 31-jul-2013. Quality-safety evaluation of ptc: for essure: the ptc investigation was initiated, and the outcome of the investigation resulted in an unconfirmed quality defect. The most recent follow-up information incorporated above includes data received on: 03-feb-2026: quality safety evaluation of product technical complaint. Case classification has been changed to serious incident. Company causality of the event "general physical health deterioration" was updated to related from unrelated. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Deteriorated health [general physical health deterioration]. Various pathologies and illnesses following the placement of essure micro-implants [illness]. Case narrative: the below report was received by health authority ansm (reference number: r2602130 and r2602130) on 27-jan-2026. The most recent information was received on 23-mar-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of general physical health deterioration ("deteriorated health") in a female patient who had essure inserted (lot no. 761430) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On unknown date she experienced general physical health deterioration (seriousness criterion medically important) and illness ("various pathologies and illnesses following the placement of essure micro-implants"). At the time of the report, the general physical health deterioration had not resolved. The outcome of illness was unknown. The reporter considered general physical health deterioration and illness to be related to essure administration. Batch number: 761430; manufacture date: 31-jul-2010; expiration date: 31-jul-2013. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-mar-2026: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.